Manufacturer narrative:
Correction: serial number updated to proper value. Subsequent manufacture date is unavailable.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep found partially opened door covers to be depressed below fixed bottom inner ring cover (indicating potential impact). Carefully removed door covers and tried to use yellow button to fully open door but no response even after rebooting system. Manually opened door using ratchet socket drive and still not able to initiate door open/close through pendant. Initiated "forget home" but persistent door open status not allowing rotor homing to complete. On closer inspection found lhs cover switch not to be activating when manually closing door and adjusted. Door closing being sensed after previous action. Repeated homing procedure and now going to completion. Performed replicate open/close door sequences (10+) without any failures. The next morning a medtronic rep experienced problem again during routine checkup before case. Attended site and found lhs cover microswitch to have jammed in closed position. Ordered new microswitch. Remained onsite during case and assisted with spine case imaging. Returned next day and fitted new microswitch. The imaging system then passed the system checkout and was found to be fully functional. The door cable assembly was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that during a spine procedure the imaging system door jammed in a partially opened position but was unable to clear patient on a jackson or table. Navigation and imaging were discontinued and the procedure was completed with less than an hour delay. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.